Event description:
As reported by the user facility (translation of user facility): delivery inaccuracy: delivery rate is wrong.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to our (B)(4) for investigation. A follow up report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). The device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. Following, a delivery accuracy measurement according en 60601-2-24 was arranged. The device passed the test with a positive result. The inside of the pump revealed no abnormalities. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.